Event description:
Heart rate has been noticeable high 101-130 for several months or more. Doctor referred to cardiologist who diagnosed me with improper sinus tachycardia and prescribed metoprolol. Not sure of the cause. First noticed heart palpitations with essure birth control implant in place. But even after two year since removal still dealing with heart issues. FDA safety report ID # (B)(4).